Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by the sales representative, the balloon ruptured while pulling back to the arteriotomy with a 6/7f mynx ace vascular closure device (vcd) and an unknown 6f sheath. There was no reported patient injury. There was no damages or anomalies noted when removed from the package. The device was prepped and tested appropriately. The approach was made in the femoral artery for an interventional peripheral procedure. The balloon lost pressure at the first stop. Manual compression was for 30 minutes or less to maintain hemostasis. The black marker on the inflation indicator was fully exposed at prep. There was no resistance wile inserting or pulling the device back. A pre-procedural femoral angiogram was performed and there was no presence of peripheral vascular disease/calcium. There was no prior pta, stent or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The patient was not hospitalized and did not require an extended hospital stay.   A non-sterile mynx ace vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the device was in the original manufacturing position. The returned device was covered by opaque material, probably contrast. An attempt to inflate the device revealed that the balloon would not inflate due to the inflation tube being blocked by contrast. No other anomalies were observed on the returned device. A review of the manufacturing documentation associated with lot f1702003 was performed and it was found that no defective units were rejected during the final inspection of this lot. The event reported as ¿balloon loss of pressure¿ was not confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be determined. According to the product instructions for use, users are instructed to check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product suggest that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported by sales rep: the balloon ruptured while pulling back to arteriotomy with a 6/7f mynxace vascular closure device (vcd) and an unknown 6f sheath. There was no reported patient injury. There was no damages or anomalies noted when removed from the package. The device was prepped and tested appropriately. The balloon lost pressure at the first stop. The approach was made in the femoral artery for an interventional peripheral procedure. Manual compression was for 30 minutes or less to maintain hemostasis. The product is being returned for analysis. The black marker on the inflation indicator was fully exposed at prep. There was no resistance wile inserting or pulling the device back. A pre-procedural femoral angiogram was performed and there was no presence of pvd/calcium. There was no prior pta, stent or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The patient was not hospitalized and did not require an extended hospital stay.